Manufacturer narrative:
Device is in the evaluation process.

Event description:
Device report from (B)(4) reported that screws broke during insertion; reportedly not much force was applied. Some of the broken screw body remained in the patient's skull. This is the second of three reports for this event.